Event description:
Clinic notes dated (B)(6) 2013 were received on (B)(6) 2013. The notes indicated that the patient had canceled an appointment in the past where she was going to follow-up about numbness in the right side of the body. She was not able to attend that appointment because she was in the hospital, and it was believed that the patient had a stroke.

Event description:
Attempts for relevant information have been unsuccessful.